Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, it was reported that there was an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. Customer¿s blood glucose level was 100-200 mg/dl. The customer reverted to an alternate method in insulin therapy.